Event description:
Additional information received reported that the patient was using the wrong programmer. The patient had two programmers and was using the wrong one. Five days later it was reported that the patient received assistance from her health care provider (hcp) and her concerns were resolved.

Event description:
It was reported that the patient never had therapeutic effect and no stimulation sensation. It was further reported that the caller was not able to adjust stimulation. It was also reported that there was a power on reset (por) condition and the patient had seen the 'call your doctor' icon. The patient thought that she had seen to the por message for at least 6 month prior to the report. The patient stated that she had surgery over one year prior to the report and she 'has been so sick that she hasn't been able to deal with this issue until now.' It was unclear if the surgery was device related. It was also reported that the patient is having bowel issues again. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v588865, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# unknown, product type programmer, patient. (B)(4).